Manufacturer narrative:
The subject device and the black rubber piece were returned to olympus medical systems corp. (Omsc) for evaluation. The black silicon rubber lining inside the tip of the insertion section was chipped away. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. Judging from the size and the shape of the black rubber piece, it is considered that the black rubber piece came from the silicon rubber lining inside the tip of the insertion section. The mechanism of this reported phenomenon is shown below. During the cleaning of this handle or insertion of the probe, the silicon rubber lining inside the tip of the insertion section was damaged, fell off due to repetitive physical load, and remained inside the handle. When the probe was inserted into the handle, remaining silicon rubber was pushed by the probe and moved to the tip of the handle. Then when the user opened and closed the grasping section, the silicon rubber fell off. An autoclave, cleaning of inside the handle, and cleaning accessories are considered as the cause of this silicon rubber falling off. The silicon rubber was confirmed a biocompatibility. The instruction manual of the subject device indicates below. Do not apply excessive force when assembling or disassembling this instrument. If the instrument is difficult to assemble, do not forcibly bend or strike any components. Instead, disassemble the instrument and attempt to reassemble it. If difficulties persist, examine the instrument and its components thoroughly for irregularities. If you observe a problem with the instrument or any of its components, do not use the instrument and contact olympus. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an appendectomy. When the user opened and closed the grasping section of this device outside of the patient body, a black rubber piece came out of the tip of this device. The procedure was completed with another device. There was no patient injury reported.